Event description:
Litigant had neurostimulation system implanted in 7/93 to relieve pain associated with rsd. Since the implantation, litigant has allegedly suffered from severe allergic inflammatory responses to the stimulator, which include bronchitis, asthma, pain and laryngitis. Litigant's condition allegedly became critical in 5/95, requiring removal of device.